Manufacturer narrative:
Section a4 patient weight should have been 185 pounds in additional report 1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was severed. The patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported high impedances were observed on the patient's leads. It was noted that the had recent traumana and had lost effective therapy. As a result, the patient may undergo surgical intervention to address the issue.